Event description:
It was reported when the programmer was opened, the screen was found cracked. The lightpen was also found damaged at the insertion point. Unable to select items on the screen, even with a new pen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).